Event description:
A pulse oximeter was attached to the hand of the infant girl and was functioning properly. The alarm sounded and after determining that the pt readings were appropriate, the alarm was temporarily silenced (19:30). At 19:35 the pt was checked again and the machine appeared to be functioning properly and the pt readings were appropriate. At 19:55 the pt was checked and found to be unresponsive; no 02 sats or pulse registered, no reading present, machine in a pulse search mode and the red light on. No alarm was sounding. Resuscitation attempts proved unsuccessful and the pt expired.